Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. H11: this regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar fusion for bilateral leg pain. Levels implanted: left s1 patient medical history: smoking, hypertension, coronary artery disease, poly nerompathy, venous insufficiency it was reported that the screw breakage occurred just below screw head. The screw shaft is still implanted. There was no patient symptom reported. There were no further complications reported regarding the event. The revision surgery was performed for hardware removal. It is not known if the screw was already broken or broke on removal.